Event description:
It was reported that the continue-flo primary administration sets tubing was damaged. The damage was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the device had sealed tubing. The reported condition was verified. The cause of the condition was determined to be improper packaging. The device was caught in the pouch seal on a manual packaging machine. A CAPA has been opened to address this issue. Machine operators were made aware of the issue, and a mechanism that detects tubes caught by the pouch seal was installed on the packaging machine. Should additional relevant information become available, a supplemental report will be submitted.